Event description:
It was reported to philips that the flexvision monitor failed to display images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the flexvision monitor failed to display images. Upon checking with customer, quote for evaluation and repair service was sent to customer. Customer did not approve the quote and was cancelled. No service has been performed by philips. To date, no further information was received.